Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "displayed air in line alarm" was reproduced. A review of the event history log revealed "air-in-line". A device history review revealed no issues that could have caused or contributed to the reported issue.the reported condition was verified. The cause of the condition was the ultrasonic sensor out of specification. The ultrasonic sensor is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.